Event description:
Event description: screw holding tip was loose, tip came off during use while in patients abdomen. Batch ID is unknown. A-trac grasper 5mm x 380mm product codec4120   patient status: patient is unaffected  .

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the rivet had separated from the event unit and the jaws had disconnected from the shaft. The rivet was not returned for evaluation. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the exact root cause of the reported event based on the evaluation of the event unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Screw holding tip was loose, tip came off during use while in patients abdomen. Batch ID is unknown. A-trac grasper 5mm x 380mm product code c4120. Patient status: patient is unaffected.